Event description:
It was reported there was a self test failure error. It was also reported the battery cover needs repair. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm there was a self-test error; device pass all incoming functional tests. Analysis also could not could confirm the reported battery cover issue. Analysis found the upper case, lower case, heart block, and output connectors are broken and contaminated. Battery release, knobs, lead flex cover, main pcb (printed circuit board) , battery flex, and heart lead flex are contaminated. Side bail covers, side bails, ring cover, ring, and case screw are missing. Battery contacts are compressed. It is noted there is evidence of non medtronic person disassembling and reassembling; main pcb board connectors have blue substance. (B)(4).